Event description:
Boston scientific received information that the patient implanted with this device system reported that approximately two years ago, the device came out on its' own and an invasive revision procedure was performed, resulting in the explant of the device and leads. The patient also reported that he was told that he did not need a pacing system. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to a possible pocket erosion..